Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(6) . The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom " 'system error 105; alarms", determined to be caused by a failed motor (flex). The failed motor assembly was replaced.